Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the suture had been breaking in the middle of tying. There were follow up visits where the surgical wound was not properly healing and an increase in suture, "spitting" (the body's response to a foreign body and pushes the foreign body out.). It was reported that there was pus around the suture and only the suture. Once the suture was removed the site healed normally. They then opened a new suture to resolved the issue. The patient status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.